Event description:
According to the reporter: prior to use on a pt a nurse confirmed the balloon would not be inflated at all. Changed another and completed the case with no problem. No pt involvement.

Manufacturer narrative:
(B)(4).